Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. One used ls1037 ligasure device was received, and examination of the returned sample could not confirm the reported issue with activation. Visual inspection of the device found it to be in used condition, and was recognized when plugged into a generator. The device was also activated multiple times on simulated tissue with acceptable results. However, a separate non-contributing issue of damaged jaw wire insulation was identified. The type of insulation damage observed is consistent with scraping the jaws against the sharp edge of a trocar or another device during insertion or removal of the device. There is nothing known in the manufacturing process that would cause this type of slicing damage. A review of the device history records for this lot found no potentially contributing factors to the found or reported issues. The IFU included with this product cautions users to carefully insert and withdraw instruments from trocars to avoid possible damage to the device or injury to the patient.

Event description:
The customer reported that the device was not recognized by the equipment in use. Because of the issue, the device was not applied to a patient. Inspection of the received sample found it was in used condition and a piece of damaged jaw wire was missing. The customer confirmed the piece did not fall within the patient.